Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: white particle material was noted on the inner and outer surfaces of the device. The reported events of "suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and she will suffer them in the future" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Documentation received from a patient representative states patient complained their "breasts were too large", ¿felt too big¿, and ¿scars were itching and burning". Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. This medwatch is for the right side. See MFR # 9617229-2017-01779 for the left side.